Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there was a stored untreated episode in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. During review reduction in the s-ICD battery remaining was noted. It had decreased from 46 percent remaining to 16 percent remaining in less than one month timeframe. Request for engineering and boston scientific technical services (ts) to review both the noise and concern over premature battery depletion was made. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that upon ts review the current sensing has been in use for several years with a good performance and appears to be continue to be the best programming option. Noise has been demonstrated however, has not led to any inappropriate charges. Ts suggested further troubleshooting at the patient's next scheduled follow-up to continue to assess the sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted for suspected premature battery depletion and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. . The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there was a stored untreated episode in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. During review reduction in the s-ICD battery remaining was noted. It had decreased from 46 percent remaining to 16 percent remaining in less than one month timeframe. Request for engineering and boston scientific technical services (ts) to review both the noise and concern over premature battery depletion was made. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that upon ts review the current sensing has been in use for several years with a good performance and appears to be continue to be the best programming option. Noise has been demonstrated however, has not led to any inappropriate charges. Ts suggested further troubleshooting at the patient's next scheduled follow-up to continue to assess the sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted for suspected premature battery depletion and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there was a stored untreated episode in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. During review reduction in the s-ICD battery remaining was noted. It had decreased from 46 percent remaining to 16 percent remaining in less than one month timeframe. Request for engineering and boston scientific technical services (ts) to review both the noise and concern over premature battery depletion was made. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that upon ts review the current sensing has been in use for several years with a good performance and appears to be continue to be the best programming option. Noise has been demonstrated however, has not led to any inappropriate charges. Ts suggested further troubleshooting at the patient's next scheduled follow-up to continue to assess the sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that there was a stored untreated episode in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. During review reduction in the s-ICD battery remaining was noted. It had decreased from 46 percent remaining to 16 percent remaining in less than one month timeframe. Request for engineering and boston scientific technical services (ts) to review both the noise and concern over premature battery depletion was made. The s-ICD and electrode remain in service and no adverse patient effects were reported.